Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be user error, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. D3, g1,g2 email is: (B)(4).

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: catalog number, serial number, and UDI number are unknown; g5: 510k is unknown; h4: device manufacture date is unknown.

Event description:
Patient-controlled epidural analgesia (pcea) infusion was started, the patient reported an increase of pain despite having hit the epidural button three times with no relief. Green light was on, numbers were decreasing, device was plugged into wall outlet for power source. Switched epidural cartridge, pump stated "running" and stated "5ml" in the remaining volume the tubing was unclamped, the cartridge removed but still felt full. Screen showed administration, however cadd still had 95 ml present. The pump was switched out with a new pump. No adverse patient effects were reported by the customer. Programmed for total volume - 100 ml. Cartridge of ropivacaine-fentanyl 0.2 percent - 1 mcg/ml. Preset to 10 ml/hr. Basal rate, demand dose of 5 ml every 15 minutes, hourly limit of 30 ml.